Event description:
This report summarizes 1064 Valve-in-Valve adverse events that would have been reported to the FDA between April 1 and June 30, 2026 for product code DYE.

Manufacturer narrative:
H11. Additional NarrativeThis report summarizes 1064 valve in valve adverse events that would have been reported to the FDA between April 1 and June 30, 2026, for product code DYE. 983 events were identified through external sources and 81 events were identified through Edwards internal implant registry. The total number of patients within events identified through external sources was 980, as three patients underwent two valve-in-valve interventions documented as six adverse events "[2026-08797-01, 2026-08797-02; 2026-11103-01, 2026-11103-02; 2026-12250-01, 2026-12250-02]". The total number of patients within events identified through the internal implant registry was 81. The subject devices were not available for evaluation, as they remained implanted. Based on the investigation results completed at the time of this report submission, an Edwards manufacturing defect was not confirmed as the root cause of any events. No new risks or unexpected failure modes were identified. Routine monitoring and trending activities remain in place, and no additional actions are required at this time.